Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. The damaged electrode belt cable did not contribute to the patient death. There are no fault flags in the download data to suggest that the damage occurred when the device was active. It is likely that the damage to the cable occurred as the lifevest was being removed from the patient.

Event description:
A us distributor contacted zoll and reported that the patient passed away while wearing the lifevest. Device download data revealed that the patient was treated once during the event. At 09:18:34 the patient degraded from a sinus rhythm to asystole with intermittent cardiac activity. The lifevest delivered a 150j treatment at 09:27:45. The patient was in asystole with intermittent cardiac activity at the time of the treatment. Oversensing of low-amplitude cardiac input signal contributed to the false detection. The patient remained in asystole following the treatment. CPR artifact was visible at 09:30:18, indicating the presence of bystanders. The electrode belt was disconnected at 09:32:12. No further information is available surrounding the event. There is no indication that the lifevest treatment caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.